Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported that when the unit alarmed 'vaporizer failure', the patient was switched to total intravenous anesthesia while the anesthesia machine was replaced. The pt reportedly moved during the event. There was no reported patient injury.